Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Subsequently, the usb cable became melted inside the usb port and could no longer be used to charge the pump. The customer's blood glucose level was 230 mg/dl. The customer continued to use the pump for insulin therapy, and had an alternate method available for insulin therapy

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.